Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable (B)(6) results for one patient. The initial result from analytical e module analyzer serial number (B)(4) was 0.403 coi ((B)(6)). The customer reported the result to another lab but did not know if the result was reported to the patient. The external laboratory questioned the result. The sample was repeated on an abbott instrument on (B)(6) 2016 and the result was 4.46 coi ((B)(6)). On (B)(6) 2016, the sample was repeated on analytical e module analyzer serial number (B)(4) and the result was 0.482 coi ((B)(6)). The customer considered the (B)(6) result to be correct. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The result on a modular analytics e170 analyzer was 0.534 coi (non-reactive). The result with fujirebio innolia hcv score was indeterminate (B)(6) based on these results, no final conclusion could be determined and a specific root cause for the event could not be identified. It could not be excluded that the negative elecsys result was the correct result. No product problem was found.